Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal cribriform occluder was chosen for implant to close an atrial septal defect (asd) and patent foramen ovale (pfo) using an 8f amplatzer trevisio intravascular delivery system. During procedure, the catheter passed through the asd next to the pfo as confirmed by transesophageal echocardiogram (tee). Two attempts were made to implant the occluder, but they were unsuccessful as the device prolapsed both into the left atrium and right atrium. When the device was removed from the patient prior to release from the delivery cable, it was discovered that both the left and right discs of the occluder did not form properly. Several attempts were made to manually form the discs, but none were successful as the device continued to deform upon deployments. There were no defects noted in the delivery system. The device was exchanged for 30mm amplatzer multi-fenestrated septal cribriform occluder. Both defects were able to be closed with the replacement device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable and discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.